Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx. A dissection was noted, therefore, a 3.5 x18 diameter endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, overlapping, as treatment for the complication/ dissection/ bailout. It is reported that the patient expired approximately 55 months post index procedure. Cause of death is unknown.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).